Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and bard pelvicol - acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and rectocele and mesh was implanted. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of anterior/posteriorcolporrhaphy with graft placement, and cystoscopy.